Event description:
Event description guidant received information that during the implant of this pacing system, which included this guidant pacemaker and these guidant leads, the patient suffered a cardiac tamponade, as the result of a perforation of the right ventricle, and died. At this time there is no allegation against the pacing system.